Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0d3dg, implanted: (B)(6) 2013, product type: lead (B)(4).

Event description:
It was reported that a patient never had therapeutic effect and the patient was ¿still not completely eliminating¿ and wanted to know if she was supposed to feel something to let her know it was time to eliminate. It was noted that the patient kept turning the device settings up. It was reported that the patient did not feel that she was reaching a 50 percent reduction in symptoms and she ¿never completely eliminates.¿ the reporter stated that the patient had not talked to her healthcare provider, but had a follow-up appointment on (B)(6) 2013. It was noted that the patient was on program 1 at 1.3 volts and did not feel stimulation. It was reported that the implantable neurostimulator (ins) was not turned on and the patient turned stimulation on and could feel stimulation. The reporter stated that when the patient took the antenna away from the ins the patient didn¿t feel stimulation anymore or it was very faint. The patient increased stimulation to 1.5 volts. It was reported that if the patient noticed when she had to pee, if she didn¿t ¿run to the bathroom it¿s already coming out.¿ it was reported that a patient¿s healthcare provider told her that she would be able to completely eliminate her bladder with the ins. It was later reported that the patient did not have concerns with her device or therapy, and she received assistance from her doctor and her concerns were resolved. It was noted that the patient had an appointment on (B)(6)2013. It was also reported that the patient was still having concerns regarding her device or therapy and was working with her doctor or manufacturer representative. The patient had an appointment scheduled for (B)(6) 2013. It was unclear if the patient still had concerns regarding her device or therapy or not. Additional information has been requested, but was not available as of the date of this report.